Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the case involved treatment of a restenosed herculink stent in the right renal artery. Pre-dilatation was performed with a balloon catheter and a stent was implanted. Post-dilatation was performed with a voyager nc 5.0 x 12 mm. Reportedly, the pt is doing well. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering (ppe) reviewed the incident info. Both the rx herculink plus and the rx herculink elite are indicated for the biliary per the label and the instruction for use (IFU). The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the product was not returned to abbott for analysis and the both part and lot numbers were not reported. Restensosis is a procedural risk. No product malfunction was reported. No manufacturing quality deficiency was observed.